Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No unexpected bolus 2 minutes later anomaly noted. Pump passed the dat test. Pump delivered a bolus properly. No over delivery anomaly noted. Pump had cracked case at display window corners, reservoir tube lip, belt clip slot, minor scratched and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that when they program a bolus, the pump delivers the bolus twice, customer stopped using the pump and is using manual injections. The customer's blood glucose was unknown at the time of the incident. The customer was at 236 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the incident happened over 2 months ago, and the pump has been without a battery since then. The insulin pump will be returned for analysis.